Event description:
Pt had a posterior repair with a pelvicol graft. Pt brought it to the attention of risk mgmt that the graft had expired according to the graft labels placed in their medical record. Expiration date was 10/17/04. Co sent a letter stating that this letter is to confirm that based on recent stability test data, the shelf life of the bard pelvicol acellular collagen matrix has now been extended by one year. The extension applies to serial/lot numbers beginning with 01, 02, 03.